Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition was confirmed. The assignable root cause was traced to user error. UDI: (B)(4).

Event description:
It was reported that during inspection/check process in sterile processing, it was observed that the motor device had a crack/cut in the hose sleeve at the wall socket clamp joint. During service and evaluation, it was determined that the device hose was damaged, and had low power. It was observed that the device labeling, and components were damaged. The device also failed pretests for hose verification, muffler tube verification and rotational speed. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.